Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system was hospitalized due to a shock. Information has been requested regarding whether the shock was appropriate and event resolution, but a response has not yet been received. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.